Event description:
It was reported that during a low anterior resection procedure, air leaked after 5 to 10 minutes after the procedure had begun. Another device was used to complete the procedure. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Leak test failure. Eval summary: the analysis results of device (a) found that the device was returned in good visual condition. The device was functionally leak tested and failed. The analysis results of device (b) found that the device was returned inside its original package and in good visual condition. The device was functionally leak tested and failed. The analysis results of device (c) found that the device was returned inside its original package and in good visual condition. The device was functionally leak tested and failed. The analysis results of device (d) found that the device was returned inside its original package and in good visual condition. The device was functionally leak tested and failed. The analysis results of device (e) found that the device was returned inside its original package and in good visual condition. The device was functionally leak tested and failed. The analysis results of device (f) found that the device was returned inside its original package and in good visual condition. The device was functionally leak tested and failed. The analysis results of device (g) found that the device was returned inside its original package and in good visual condition. The device was functionally leak tested and failed. A batch record review was performed and no anomalies were found during the manufacturing process.